Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited foreign material in the gap around the probe (gap between the acoustic lens and ultrasound probe). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the discovered leak. It was also noted the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.